Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had a wire protruding from the tip. Inspection and testing of the returned device found the adhesive on the lighting lens was peeled off and there was a gap in the adhesive or dirt had entered the the lens through the gap. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found fraying of the forceps wire, dirt was found on the objective lens that was difficult to remove, the amount of air/water supplied was insufficient due to a clogged nozzle, the air/water nozzles were clogged, the air/water nozzle was deformed, the bending angle was insufficient, the angle knob had play, the curved pipe was deformed, the illumination lens was cracked, the curved rubber bond was cracked, the adhesive part of the lighting lens was coming off, the operating part was discolored, the universal cord was collapsed, and water coverage was observed on the electrical connector. Scratches were found on the tip body, the insertion tube, the tip cover, switch 1, the operation part, the switch box, the operation unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the operation part side oredome of the universal cord, the scope connector, and the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the re-evaluation and the legal manufacturer's final investigation. The device evaluation was reviewed by the legal manufacture and it was found that the reportable event of breakage of the forceps wire (k-wire) reported as "a wire protruding from the tip" by the customer was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, for the event of peeling of the adhesive: it is likely that stress of repeated use, external factors, or handling cause the event. For the event of breakage of the k-wire: it is likely that an external factor caused k-wire to be scratched, which reduced the resistance of k-wire. Then, pull load was applied to the elevation operation, causing k-wire to be fractured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following for the new information: event date. Event description.

Event description:
The issue was found during pre-use inspection.